Event description:
It was reported that whilst connected to the charging dock, the rechargeable battery malfunctioned and the canister reportedly burst (date not reported). The patient allegedly experienced an electrostatic discharge, however there was no allegation of serious injury associated with the issue. The rechargeable battery has not been returned to the manufacturer as of the date of this report.